Event description:
It was reported that, "the tip of the reamer handle broke off in power equipment. Broken pieces was found. No issues occurred."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.